Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had half of reservoir lip was chipped off. Customer's blood glucose value was unknown at the time of the incident and ring the reservoir was unable to lock in place when inserted into insulin pump. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Unit display properly. No unexpected missing segment/partial display anomaly noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had broken battery tube threads. No broken/crack battery cap noted.